Manufacturer narrative:
The device was received and evaluated. There was no evidence of blood on the received device. No damages were observed on fluid path components and bottom housing that would cause bleeding or bruising at the infusion site. The exact cause of the reported event of pain during insertion could not be determined. During investigation, the nail head of soft cannula was found not seated in the slide insert and the slide insert was observed to be damaged. This finding indicated that the formed needle was incorrectly installed, which led to the slide insert damage. But it could not be conclusively determined if this finding linked to the reported event of pain during insertion or bleeding/bruising.

Event description:
The patient reported pain and bleeding at the insertion site (abdomen). The pod was worn for less than an hour.